Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device had stop download. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the non-functional network drop caused issue. A field service engineer (fse) verified that the wall network drop was not operational and confirmed this with the information technology (it) department. Fse plugged the device into a different network drop, and the device worked. Fse verified proper connection on remote smart service (rss) and confirmed that the wall network drop was not operational. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.